Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red, itchy rash on his back. No reports of open or broken skin. The patient was given a cortisone ointment prescription from their physician. During a follow-up, it was reported that the patient's irritation improved after using the cortisone ointment on the affected area.